Event description:
Caller reported that the t:slim x2 pump battery was not charging, and a power source alert, identified as alert 07, was noted in the pump's history. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to plug the wall adapter into a known working outlet and wait for at least 30 minutes to see if the pump would begin charging, with a follow-up planned by technical support. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.